Event description:
During placement of the self-expanding supera stent via the femoral artery there was a malfunction of the stent rachet delivery system which became completely disengaged. The handle was disarticulated, and the deployment device was engaged manually while performing a balloon anchor technique of the deployed stent. The stent was able to be deployed successfully with elongation.